Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges friction and wear in the devices causing elevated metal ions, pain, discomfort, inflammation, suffering, disability, physical impairment, disfigurement, and mental anguish. Doi: (B)(6) 2008; dor: not reported; left hip. Patient is bilateral. (B)(4) for the right hip.